Event description:
Ref imp # (B)(4).

Manufacturer narrative:
This report is being filed under exemption (B)(4) by the MFR arjohuntleigh (B)(4) inc on behalf of the importer arjohuntleigh inc (B)(4). The device was inspected on-site by a rep of the MFR's sales and svc unit subsidiary div, not a direct employee of the MFR. Add'l info will be provided following the conclusion of the MFR's investigation.